Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) when turned on the screen seems to be fine but just a bit noisy. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
(B)(4). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a screen noisy. Customer turned on and the screen seems to be fine but just a bit noisy.there was no patient involvement, and no adverse event was reported. A getinge field service engineer evaluated the unit and replaced faulty parts upper hinge cover, and tested machine. All ok and cleared for clinical use.